Event description:
The customer reported that they were using a lighted retractor on a plastics case and the connection where the light cord plugs into the retractor became very hot. The retractor was laid on bare skin and the patient received a nasty burn. The rep also mentioned that there was a burn mark on the drape. The customer also stated that normally when a retractor is not in use, the user would put the device on the mayo or back table, but not on the patient.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.